Event description:
A report was received via social media that the patient felt that the spinal cord stimulator never felt right. It was reported that one day the patient stated that it felt like the device zapped his brain. According to the patient¿s husband the physician assessed that would be impossible, and two days later the patient committed suicide and passed away. No further information can be obtained.